Event description:
It was reported that during a lead implant procedure no sensing and no capture issue was observed on the rv lead. Lead was explanted and a new lead was implanted. The new lead was normal. Patient was stable and will be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.